Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system, presented with an infection confirmed and currently contained, at the xyphoid incision. The physician is considering snipping the electrode at the xyphoid and removing only the electrode. No other adverse effects have been reported. Subsequently, the electrode was cut and removed; device remained unchanged. Following infection resolution, a new electrode will be placed and reconnected with the chronic device.